Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's leads were explanted and replaced. Reportedly, effective therapy was restored and the issue is resolved.

Manufacturer narrative:
(B)(4).

Event description:
The patient has 3 leads implanted (from the same lot) as part of her axium neurostimulator system. It was reported the patient's physician plans to move the location of the patient's leads (at a later date) in order to provide improved therapy coverage.